Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was confirmed and attributed to the loose system board to battery interconnect board cable. The cable and connect interlock were replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.